Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-09196. It was reported that the patient presented with the pacemaker coming out from implant site. It was noted that the patient became thinner with age and the region was being compressed. The device was exposed out of the pocket and adjacent tissue became infected. The device was explanted on (B)(6) 2020 however the leads were not yet removed. The patient was in recovering condition. Further information was requested, however was not provided.